Event description:
It was reported that the user contacted support about beeping on the ilet and was found to have an occlusion alert and an insulin set expired alert while using a contact detach infusion set (23-inch, 6 mm), which was resolved after a complete supply change; no impact to blood glucose was reported. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed an obstruction of insulin flow associated with the connector/coupler, consistent with a deformation problem identified during the assessment. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.